Manufacturer narrative:
Investigation summary : our quality engineer inspected the photograph submitted for evaluation. The photo displays a cannula and three units labels. Visual observation of the photo revealed no damage or abnormalities to the cannula. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failures or to establish a definite root cause. Additional inspections or investigation into the reported defects could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was damaged. The following information was provided by the initial reporter: material no.: 381434. Batch no.: 0336781 and 0344828. It was reported the needles have holes and notches on the shaft, missing the bevel, catheter split into a v shape, needles dull, plastic catheter is sticking to the needle, and difficulty threading and advancing the catheter. There is a notch in the IV needle, sometimes it's on the top of the needle, some with a notch at the base of the needle near the plastic safety guard and some don't have a bevel on the needle at all. We have one incident this week where the plastic catheter split in to a "v" shape. We are experiencing problems with the needles seeming dull. The plastic catheter is sticking to the needle. You can't thread the catheter. The nurses are having a difficult time advancing these IV catheters and having to stick patients multiple times because of these issues.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0336781, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-01. Medical device lot #: 0344828, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in was damaged. The following information was provided by the initial reporter: material no.: 381434 batch no.: 0336781 and 0344828. It was reported the needles have holes and notches on the shaft, missing the bevel, catheter split into a v shape, needles dull, plastic catheter is sticking to the needle, and difficulty threading and advancing the catheter. There is a notch in the IV needle, sometimes it's on the top of the needle, some with a notch at the base of the needle near the plastic safety guard and some don't have a bevel on the needle at all. We have one incident this week where the plastic catheter split in to a "v" shape. We are experiencing problems with the needles seeming dull. The plastic catheter is sticking to the needle. You can't thread the catheter. The nurses are having a difficult time advancing these IV catheters and having to stick patients multiple times because of these issues.